Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this previously abandoned left ventricular (lv) lead part of a system revision due to infection and dissection. The lead was explanted and ruptured the coronary sinus upon explant. There were no additional adverse patient effects reported.